Event description:
It was reported that after a successfully during a da vinci si surgical procedure, the retaining pin in the hinge of the maryland bipolar forceps instrument tip was loose and detached from the intended postilion. No fragments in patients were identified. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.